Event description:
Patient admitted as out patient for robotic bronchoscopy. Patient was sedated, paralyzed and intubated by the crna and anesthesiologist. The patient was hemodynamically stable throughout the procedure. The surgeon used the therapeutic bronchoscope to check the placement of the endotracheal tube. After the placement was confirmed, the endotracheal tube was cut in preparation for the robotic bronchoscopy. The three rns from the gi lab began to set up the robot. While setting up the robotic bronchoscope, the cart screen displayed an error message. The rns powered down the robot and reinitialized set up. The robot cart continued to display the error message. Rn called the monarch rep, who connected her to monarch tech support. The tech support was unable to determine an immediate means to fix the error code. It was recommended to abort the robotic portion of the procedure and tech support would come out the following day to assess and repair the robot. The robotic portion of the procedure was aborted, and the team was able to proceed with a bronchoscopy with ebus utilizing radial ebus, fluoroscopy, and cytology.